Event description:
It was reported that this pacemaker system exhibited noise accompanied from a sudden increase in the impedance measurements of the right atrial (ra) lead and right ventricular (rv) lead, reaching values of 2400 ohms. The elevated impedances triggered an appropriate mode switch from bipolar to unipolar on both leads. Additionally, the rv lead presented high pacing thresholds and loss of capture (loc). The patient underwent a chest x-ray which revealed a the rv lead had a conductor fracture and the ra lead insulation was worn away. As result, the patient was admitted to the hospital and a lead revision was performed. Both leads were surgically abandoned and replaced. A subclavian crush was suspected, but was unable to be confirmed. No additional adverse patient effects were reported.